Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for non-diabetes related issue. Caller stated that while the customer was in the hospital she developed high blood glucose of 340 mg/dl and was treated. Caller stated that the customer's insulin pump was alarming no delivery. Nothing further was reported.